Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. The customer complaint cannot be confirmed. The customer indicated sensor glucose value of 90 mg/dl on event date/time while dms records indicate sensor glucose value of 65 mg/dl around that time. A low glucose alert was asserted informing customer of hypoglycemic event and system functioned as intended. Investigation did not find any evidence of system malfunction.

Event description:
Senseonics was made aware of an instance where patient experienced a hyperglycemia event and patient became unconscious. Sensor displayed 90 mg/dl where as blood glucose meter (bgm) showed value less than 60 mg/dl. Low glucose alert was set at 100 mg/dl. Patient did not require any medical attention. However, patient's husband helped her by giving oral glucose in the form of coke and honey. Neither husband nor patient confirmed if they received alerts or not.